Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was visited to emergency room for low blood glucose. The blood glucose at the time of the incident was 31 mg/dl. The troubleshooting was not performed as emergency room provided treatment for low blood glucose and now customer was stable. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
It was reported that the emergency medical service was dispatched as a result of low blood glucose and gave customer glucose and he ate carbs. The troubleshooting was offered for low blood glucose but customer stated that he was feeling okay.